Event description:
When anesthetist was giving spinal anesthesia, she tried to move the table up by remote but failed again when she tried to move the table down by manual switch at the end of the table, the head side inclined downwards. When she tried to move head side to reverse side (upward), the head side inclined more downwards, pt reportedly fell off table. No injury reported.

Manufacturer narrative:
Mediland (MFR), was contacted by facility and contacted for warranty verification and possible causes. Mediland replied that they believed that the table's pcb has faulty relays. During the operation of the equipment over a period of time, a fault apparently developed in the pcb due to possible short-circuiting and/or open circuiting. Mediland's engineer suggests replacing a542. A528 pcb assemblies and a384 hand controller assembly in order to repair the table. Per the boc engineer in bangladesh, he has confirmed that there was no injury to the pt or anybody present in the room. The pt was on the table when the table inclined. Since the pt was not under ga, they shifted the pt to a different table and continued with the surgery.

Event description:
The account alleges that the bed exit will not send a signal to the nurse's station, when it alarms locally.

Manufacturer narrative:
The user facility has received and installed replacement parts on the table.